Manufacturer narrative:
This report is filed on august 30, 2017.

Event description:
Per the clinic, the patient experienced a non-device related medical condition and subsequently a decision was made to explant the device. The device was electively explanted on (B)(6) 2017, there are no plans to re-implant the patient with a new device.